Event description:
It was reported by service report that the footboard was broken, and modules were hanging out of the footboard by the wires. It is unk if there was pt involvement or adverse consequences to report.

Manufacturer narrative:
Result: damaged footboard and modules.